Event description:
Initial information reported by a physician to a sales representative on 10/08/2009: a female of unknown age received an unspecified amount of injectable poly-l-lactic acid on an unknown date for an unknown indication. The physician reported that the patient experienced lip numbness and paralysis when the poly-l-lactic acid was injected deep into the chin/jowel area. The physician may have also injected botulinum toxin (botox) and hyaluronic acid (juvederm) into a different facial area on the same day with unknown results. Medical history and additional concomitant medications were not provided. No further relevant information reported.